Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 07/13/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: evaluation revealed battery compartment cracks observed in thread area and below grip pad. (B)(6).